Event description:
The customer reported a file corruption error message. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.